Event description:
It was reported that the device was explanted after 0 days of implant duration. A mechanical valve was implanted. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.